Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2014-00140. This MDR was created to reflect the correct manufacturing site of abbott park,(B)(6) USA. (B)(4). No customer returns were available for evaluation. A review of the product labeling concluded that the issue is sufficiently addressed. A review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 95553un13. Acceptance criteria was met which indicates acceptable product performance. Panel testing shows that the likely cause lot performs per specification, therefore no deficiencies and no further issues were identified with architect stat troponin-I lot 95553un13.

Event description:
The account generated positive architect stat troponin-I results on a patient who tested troponin-t negative on a cardiac reader method. No specific patient information was provided. No impact to patient management was reported. The account uses a reference range of 0.000 to 0.100 ng/ml for troponin, 29 to 168 u/l for ck and 125 to 220 u/l for ldh. Data provided: (B)(6).